Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to perform 3d exposures.  It was noted that the caller did not have additional information regarding battery level. It was also reported that there was a bent cover that was making a fan noise when the system was in use. There was no patient involved.

Manufacturer narrative:
Concomitant medical product: product ID: bi71000194; serial/lot #:; ubd:; UDI#:; product ID: bi71000194; serial/lot #:; ubd:; UDI#:; product ID: bi71000531; serial/lot #:; ubd:; UDI#:; product ID: bi71000450 , serial/lot #:; ubd:; UDI#:; product ID:bi71000852; serial/lot #:; ubd:; UDI#:; product ID: bi71000222; serial/lot #:; ubd:; UDI#:. Medtronic representative went to the site to test the equipment. Testing revealed that the hand switch, dual gantry fans and louvre covers were all replaced. There was also troubleshooting for the generator for an additional issue. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c07,d02 are applicable. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3,h6: a hardware analysis was initiated for bi71000194. To determine, the probable cause of the reported behavior. Analysis found, that the complaint was not verified. The issue found was consistent with a previously, known and tracked hardware anomaly. The handswitch failed the visual inspection. And the insulation on the hand-switch's cable was torn. And the hanger was broken off. There was physical damage to the handswitch. Codes b01,c07,d02 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.